Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator changeout, the atrial lead was capped and replaced due to high impedance. The patient was in good condition after the procedure and had no complications.